Event description:
Customer reported via phone, the insulin pump had alarmed battery out limit while customer was putting on her makeup. Customer's blood glucose was 77 mg/dl. Customer was advised if the device alarmed during normal use it might indicate the battery cap is loose. Customer was advised to monitor the device until she receives the battery cap that was sent. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.